Event description:
Used a 24 guage IV and it did not give a flash of blood. I pulled the needle out and then the blood free flowed into the catheter. I missed on my first try never got a flash and pulled IV and the site bled.